Manufacturer narrative:
The device was not returned to the manufacturer, therefore, no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the patient moved in between placement of the first and second percutaneous pin. Surgeon felt accurate after movement, but confirmation spin revealed the second pin to be medial in position by 3-4 mm. Site noted that navigation did not show it to be medial. The surgeon chose to re-direct the screws using fluoro c-arm and continued the remainder of the case using fluoro. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact to patient.